Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on 01oct2014. An immucor field service engineer visited the customer site to assess the instrument in question on 03oct2014 where the peri-pump was found to be leaking. The peri-pump was then subsequently replaced by the immucor field service engineer.